Manufacturer narrative:
Date of initial report: (B)(6) 2017 date of follow-up report: (B)(6) 2017 the device was returned for evaluation. Visual inspection found the cotton was unfolded and fraying. The investigation found the cotton was fraying. The investigation identified the root cause of the reported event to be unfolding and manipulation by the customer. The product is made of 100% natural cotton and may produce lint. The cotton complies with usp type vii standards. As mentioned in the dfu; unfolding gauze sponges can expose woven edges and radiopaque marker to damage. The dfu also states, gauze sponges are made with natural cotton and may produce lint or fibers when unfolded or manipulated.

Event description:
The customer reported that the gauze fell apart. No patient injury resulted from the issue.

Manufacturer narrative:
Date of initial report: 2017-03-20. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the gauze fell apart. No patient injury resulted from the issue.